Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt chest tightness. The patient's lead was reported to be abnormal. The lead is being observed and remains in use. No further patient complications have been reported as a result of this event.